Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked display window. No crack was found on the display glass.

Event description:
Customer reported that she had blood glucose of over 200 mg/dl and her insulin pump is damage and crack. Customer stated that her insulin pump display window and battery compartment was cracked and fractured. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)